Event description:
It was reported that there was a shocking or jolting sensation. It was noted ¿that¿ six times in the past two years prior to report and only since they received an implantable neurostimulator (ins) replacement. It was noted that the patient felt it when they were lying down. The patient typically received the shocks in the middle of the night and never turned their ins off. It was noted that the patient was unable to tolerate the group impedance measurement and that it was shocking them just like they had felt six times in the two years prior to report. Palpation did not recreate the shocking. It was noted that current parameters were 1.50v, 180us, 90us using contact c+, 3-. It was further noted that impedances were between 405 and 654 ohms except for two ¿???¿ readings. It was noted that contact 0 was not used in programming. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported, the manufacturer representative met with the patient for reprogramming and the patient was going to give it a couple days to see how the new programming felt. It was noted, the manufacturer representative heard from the patient¿s health care provider (hcp) and they are going to do some medication management in conjunction with the stimulation therapy. It was noted that at the time of report there were no issues with the battery.

Event description:
Additional information received reported, the patient cancelled their appointment. No further information reported. Additional information received reported the patient had an appointment with another manufacturer representative 6 days prior to report.

Event description:
Additional information reported that the patient was scheduled to come in to the clinic and see the doctor and one of the manufacturer's representatives on 2/11/2014.

Manufacturer narrative:
Product ID 3487a, lot# n22251, implanted: 1995 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 1995 (B)(6); product type extension. (B)(4).